Event description:
The customer reported the ventilator would not power on. The ventilator was not in use on a patient, therefore there was no patient harm or involvement. The manufacturer's service technician confirmed the customer reported problem. The service technician replaced the motor controller and power management pcb boards to complete the repair. Applicable final testing was completed and passed to operating specifications. Factory analysis of the motor controller pcb board revealed a failed component which resulted in a 12v failure. If the noted failure were to occur during normal ventilation mode operation, a vent inoperative condition could occur. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. If in use, the patient must be placed on another means of ventilatory support.